Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, the patient underwent stenting of the pre-dilated ramus with a xience v stent. After stent placement, there was somewhat sluggish flow noted in the ramus. Angiography revealed a proximal edge dissection. A second xience v stent was placed within the vessel resulting in restoration of normal flow. The end angiographic result revealed no evidence of residual stenosis or stent edge dissection. The patient was discharged the following day. There is no additional information available.

Manufacturer narrative:
Dissection and ischemia, as listed in the xience v IFU and risk assessment matrix are known adverse events associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, there was no report of any product malfunction at the time of the stent implantation.